Event description:
It was reported there was an alert for low defibrillation impedance, which had decreased to 33 ohms. A technical consultant stated the impedance trends were consistent with either a lead fracture or a setscrew/connector pin misalignment. The lead was capped and replaced, and the ICD was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.